Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was in verge of falling about the hole where the reservoir goes in. The customer¿s blood glucose level was unknown. The customer reported that the reservoir and rubber broken off 50%. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube window cracked.. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unable to perform the displacement test due to broken reservoir tube lip.